Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at a concentration of 1.0 mg/ml and a dose of 0.4798 mg/day via an implanted pump. It was reported the pump was noted to be inverted under flouroscopy on (B)(6) 2016 and was manually flipped back into proper position by the physician the same day. It was indicated the event was related to the device or therapy. No other symptoms were considered related to the pump inversion. The issue was noted as resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the pump inversion was not known. Per a medical record from (B)(6) 2016 reported the pump was protuberant. The morphine pump was on the left side of the abdominal wall. The pump appeared to be somewhat mobile and quite movable. The site was not tender and there was no fluctuance in the surrounding area.